Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed and the occlusion alarms continued. The customer's blood glucose (bg) level was 378 mg/dl and insulin via an insulin pen was administered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, a cartridge change was performed to address the occlusion alarms. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.